Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed total delamination assessed as adhesive failure and crack on the valve assessed as cracked valve seat diaphragm valve. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/aug/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 ,d.6b, h.6.